Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non-sustained right ventricular oversensing due to myopotential. Noise was reproduced with isometrics. The lfa was tuned off and resolved the oversensing. Patient later presented to the hospital were noise was observed prior and after the dft test was performed. Lead issue was suspected. The pace/sense portion of the lead was capped and replaced.